Manufacturer narrative:
(B)(4). The device has been received by baxter, however the evaluation has not been completed. A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the product analysis lab evaluated the device and found an increased intra-peritoneal volume (iipv) event during evaluation. Based on a review of all available therapy log data, the cause of the iipv was determined to be insufficient drain, one or more cycles advance to next fill when slow / no flow occurred above the minimum drain volume threshold. A service history review revealed no issues that were related to the iipv. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred on (B)(6) 2011 during drain cycle 5. The patient's drain volume was 3600ml. The fill volume was 2200ml, this meets iipv criteria. Product surveillance contacted the nurse on (B)(6) 2011 regarding the iipv found during evaluation. According to the nurse she does not recall whether the patient reported any symptoms of overfill, however, the patient has resumed therapy successfully. The patient has been seen since this event. There was no patient injury or medical intervention associated with this event.